Event description:
Heartmate 2 left ventricular assist device (lvad) presents with pump stops. Waveforms were reviewed by abbott and were consistent with potential issue with driveline integrity. Radiographic imaging failed to identify a suspicious area within the driveline body. Heartmate 2 to heartmate 3 device exchange was preferred over blind splice repair.